Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer stated ''we have heard of others in the hospital having similar issues ¿ but they were not reported and the tubing was not retained." The previous customer complaints set separations. Although requested there are no further details provided.